Manufacturer narrative:
Vyaire medical file identification: (B)(4). Third party service technician received and evaluated the ventilator. The ventilator failed initial test ptv flow and volume performance test. Bench testing found the reason for the vent to fail initial testing was due to a non-conforming bias valve. Service technician installed known good bias valve and the vent passed troubleshooting. Third party service technician was unable to duplicate customer reported problem that states " while performing testing vent quickly said vent reset and then went inop" log file reveals inop alarm condition but was unable to duplicate during bench testing and extended run-in. Vent was plug to a known good ac adapter, unit external power led lit and vent powered up when on/off button was pressed. Unit passed 146 hrs. Of extended testing without unusual alarm or error condition. Unit passed initial final and initial alarm volume test with no abnormalities during troubleshooting. Vent was opened up and inspected, no anomalies found. Service will replace the main board as a precaution to address the complaint and will process the ventilator thru service to meet factory specification and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that revel showed "vent reset" and then "vent inop". There is no patient involvement in this reported event.